Event description:
It was reported that air ingress occurred. During the procedure, a faradrive sheath was selected for use. When the farawave catheter was removed after the pulmonary vein isolation, air was drawn into the side port of the sheath. The air was discovered when flushing was performed. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that air ingress occurred. During the procedure, a faradrive sheath was selected for use. When the farawave catheter was removed after the pulmonary vein isolation, air was drawn into the side port of the sheath. The air was discovered when flushing was performed. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory.